Manufacturer narrative:
Additional information has been requested and if received will be submitted on a supplemental report.

Event description:
It was reported, during surgery when the surgeon tried to close the bar clamp, it was too rigid and could not be closed. The surgeon used another product and completed the operation.